Event description:
Caller reported a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, guiding the caller through the process. After the pump reset, the cgm error did not appear again, and the caller successfully started their sensor session.